Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and gastric perforation ('accidental puncturing of stomach during operation') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neoplasm. Concurrent conditions included myelitis transverse. Concomitant products included sulfamethoxazole; trimethoprim (bactrim). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastric perforation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with gabapentin, progesterone (progesterone) and surgery (hysterectomy (partial), salpingectomy (one side removal of fallopian tube) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the gastric perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, gastric perforation, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received: following event was added: accidental puncturing of stomach during operation. Concomitant condition and reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neoplasm. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with gabapentin, progesterone (progesterone) and surgery (hysterectomy (partial),salpingectomy (one side removal of fallopian tube) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, back pain, abdominal pain, stomach pain. Event outcome was updated for the event: pelvic pain and back pain. Lab data was added. Concomitant and treatment drugs were added. Historical condition was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.